Manufacturer narrative:
As reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, approximately one year after implantation of an unknown incraft aaa device, one patient had stent graft migration distally. This did not result in an endoleak and no further change in position or endoleak occurred. The patient is alive and well. The products were not returned for analysis. 2021-00170456-2 a product history record (phr) review of lot 17066213 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿aortic bifurcate migration¿ and ¿limb prosthesis migration¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the safety information in the instructions for use ¿potential adverse events and potential device risks include, but are not limited to: component migration. It is recommended that physicians conduct regular examinations and imaging for the patient¿s lifetime. Follow-up imaging should be decided based upon the physician¿s clinical assessment of the patient pre- and post-implantation of the stent graft. After endovascular graft placement, patients should be regularly monitored for perigraft flow, aneurysm growth or changes in the structure or position of the endovascular graft. Annual imaging is recommended, including abdominal radiographs to examine device integrity (stent fracture, separation between bifurcated device and proximal cuffs or limb extensions, if applicable); and contrast and non-contrast CT to examine aneurysm changes, perigraft flow, patency, tortuosity and progressive disease. If renal complications or other factors preclude the use of image contrast media, abdominal radiographs and duplex ultrasound may provide similar information.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported in the literature article by stomp, w., dierikx, j. E., wever, j. J., van dijk, l. C., van eps, r., veger, h., & van overhagen, h. (2021). Percutaneous evar for ruptured abdominal aortic aneurysms using the cordis incraft endograft. Annals of vascular surgery, s0890-5096(21)00664-6. Advance online publication. Https://doi.org/10.1016/j.avsg.2021.07.018, approximately one year after implantation of an unknown incraft aaa device, one patient had stentgraft migration distally. This did not result in an endoleak and no further change in position or endoleak occurred. The patient is alive and well. The device will not be returned for evaluation.